Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2020-72760.

Event description:
A nurse reported that in laser assisted cataract procedure in the left eye, a posterior capsular bag rupture was observed during phacoemulsification. Laser portion was completed successfully. During phacoemulsification, posterior bag was caught by phacoemulsification needle, tearing bag. The surgeon completed the procedure successfully by implanting intraocular lens (iol) and performing anterior vitrectomy. The surgeon did not comment about his phacoemulsification settings but it did appear that the chamber collapsed after a large nuclear piece cleared the hand piece.

Event description:
The surgeon reported that she nicked the capsule by accident with the phacoemulsification tip. There was no product malfunction.

Manufacturer narrative:
Corrected information is provided in b.2, b.5 and h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).